Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus (.014 5.0x30 142cm) was delivered and inflated. However, it ruptured at its nominal pressure. The rupture was confirmed by indeflator pressure. Therefore, it was replaced with another balloon catheter (5*20 saber pta). There was no reported patient injury. The device was clinically used. The device will not be returned for analysis due to infectious diseases. The lesion was the popliteal artery with severe calcification.

Manufacturer narrative:
Complaint conclusion: as reported, a 5x30mm 142cm 0.014 aviator plus percutaneous transluminal angioplasty (pta) catheter was delivered and inflated. However, it ruptured at its nominal pressure. The rupture was confirmed by the indeflator pressure. Therefore, it was replaced with another balloon catheter (5x20 saber pta). There was no reported patient injury. The lesion was the popliteal artery with severe calcification. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio was 1:1. A competitor¿s inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon ruptured during its initial inflation. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17683895 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severe calcification) and procedural/handling factors most likely contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an aviator plus (.014 5.0x30 142cm) was delivered and inflated. However, it ruptured at its nominal pressure. The rupture was confirmed by indeflator pressure. Therefore, it was replaced with another balloon catheter (5*20 saber pta). There was no reported patient injury. The device was clinically used. The device will not be returned for analysis due to infectious diseases. The lesion was the popliteal artery with severe calcification. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio was 1:1. An everest by medtronic inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon ruptured during its initial inflation. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.